Event description:
It was reported that the l-arm on the sys would not rotate. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the motor power cable and broken dowel pin. The sys was tested and found to be working as intended and placed back into svc.